Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient met a manufacture representative (rep) in their healthcare provider's (hcp) office on 201 8-04-27. When asked the circumstances that led to the frequent charging, the patient said "the rep helped them to set the device so that it works better for me for now." The patient will see their rep on 2018-06-15; the issue of having charge the implanted device battery too often has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were recharging their implantable neurostimulator (ins) too often. The patient stated that they would have to recharge twice a day otherwise the ins would go dead during the night. The patient wanted to know if it was okay to charge that often. It was reviewed how programmed parameters affect recharging intervals, as the patient mentioned that they were on high settings and would charge the ins to 100% full. The patient was redirected to their healthcare provider (hcp) to discuss settings. It was noted that this had been an issue since the patient was implanted on (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.